Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable at the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of conductor wire broken to be related to the reported complaint. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The fenestrated bipolar forceps instrument failed the electrical continuity test. The root cause is attributed to a component failure. Additional finding not reported by site was identified: the fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument failed the electrical continuity test. The root cause is attributed to mishandling/misuse. The fenestrated bipolar forceps instrument was found to have thermal damage exposed electrode at the grip base. The root cause is attributed to mishandling/misuse. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k13210906 0224) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 using system (B)(4). The alleged instrument had 3 remaining usable lives with no subsequent use recorded. This complaint reported malfunction event due to the following: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.